Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. The footed portion of the attachment was perforated by tool contact. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warnings do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated. We will continue to monitor this complaint type for trends.

Event description:
Repair request initiated for device with the report of footed portion being damaged by tool contact. It was reported there was no patient involvement. Repair request escalated to a product event based on reason for return. On follow up it was confirmed there was no impact to the patient. In addition, there were no additional or non-routine actions taken as a result of the damage. The procedure was undertaken to treat an aneurysm. Patient information and the last name of the initial reporter were also provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.